Event description:
Brought patient back to vital, placed pulse ox on index finger. On first patient, I noticed finger was red and warm. This patient is unable to speak. The second patient was brought back to vital, placed pulse ox on index finger and patient reacted by pulling finger back, and stated it was burning her finger.machine was checked by clinical engineering, who reported that the finger probe was the problem. When the finger probe was replaced, the machine functioned normally.======================manufacturer response for vital signs machine, iqvitals (per site reporter).======================requested information on the pulse ox probe, which is manufactured by envitech and purchased by midmark for use on their monitors. Unable to obtain other information.